Manufacturer narrative:
The report of stiffening along the pump cable was confirmed through a photograph that was provided by the user facility; however, a specific cause for this change in flexibility could not conclusively be determined through this evaluation. The submitted photograph of the pump cable revealed two bent areas between the exit site and the modular connector. The patient remains ongoing on vad support, and no additional issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age, gender and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, during a dressing change, a moderate stiffness in two areas of the driveline between the exit site and the modular connector was observed. In each area, a slight bend/curve was formed. There was no reported impact to pump function or to the patient. No additional information was provided.